Event description:
Complainant alleged that during patient care, the autopulse® platform displayed multiple user advisory (ua) messages such as 21 (position change does not coincide with motor direction), 29 (loss of brake connectivity), 02 (compression tracking error) and 47. The device was unable to perform any compressions when used with multiple nimh batteries. The user reverted to manual CPR (exact length of time was not provided) and brought in another autopulse® platform. The problem did not cause any adverse effect to the patient. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the battery lock was found to have been bent. From the condition of the returned unit, the damage appears to have been due to wear and tear. The platform was run with a test mannequin for 30 minutes and an additional 10 minutes with a large resuscitation test fixture (equivalent to a 250 lb. Patient) and no issues were observed. The reported user advisory codes could not be duplicated during functional testing. The platform passed all functional testing. Consistent with the reported information, the archive showed user advisory 2 (compression tracking error) and user advisory 29 (loss of brake connectivity) codes occurring on the reported event date of (B)(6) 2014. The reported user advisory 21 (position change does not coincide with motor direction) was observed on (B)(6) 2014. It should be noted that the reported ua 47 is a code that does not exist and was therefore reported in error by the customer. Unrelated to the reported complaint, multiple ua 45 codes (not at "home" position after power-on/re-start) and ua 4 codes (battery charge state too low (replace battery)) were also observed on the reported event date. A possible cause for the observed ua 2 is improper load cell connections, however the load cell characterization was performed which verified that the load cells were functioning as intended. The brake cabling and power distribution pca were inspected and ruled out as potential causes for the observed ua 29 code. There were also no issues observed with the platform that could have caused or contributed to the ua 21 code. Based on archive data, the most probable cause for the observed ua 45 codes was that the lifeband straps were not pulled completely out prior to turning the device on. Review of the archive showed that the ua 4 codes displayed as intended during use of nimh battery (s/n (B)(4)), as its remaining charge was 66 mah, which is below the minimum specification 1350mah. Based on device inspection, there were no mechanical issues which could have caused or contributed to the observed ua codes. A review was conducted and there were no issues with battery management. The observed ua 4 codes occurred as intended due to use of a battery that was below the minimum remaining charge specification. Based on the investigation, the part(s) identified for replacement was the battery lock. In summary, the reported complaint was confirmed during review of the archive. Based on the evaluation, there were no mechanical issues with the device that could have caused or contributed to the observed ua codes. A root cause for the ua codes could not be determined. Following service, including replacement of the battery lock, the device passed all testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll on 12/30/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.